Event description:
It was reported that this patient experienced chest pain and shortness of breath one day after the initial implant. It was found that the helix perforated the lung, as a result the patient required a chest tube to drain the pneumothorax. This patient required an additional intervention to reposition the lead. No additional adverse patient effects were reported.